Manufacturer narrative:
Data was not able to be downloaded due to pcb corrosion, resulting in low batteries and data loss. Since data was unable to be obtained, the presence of the reported hazard alarm could not be determined. Corrosion was also observed on the mechanism rail and fluid contact was observed on the commutator cap as well. An internal tear was found in the soft cannula, contributing to an internal leak. The internal tear can be confirmed as the cause of the observed corrosion, low batteries, and resulting data loss. Because the presence of an alarm could not be determined, it is unknown if the internal leak is linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone14.4. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod for 1 and 4 hours. The pod generated a hazard alarm during operation. The device investigation observed exposed cannula damage, fluid leakage and corrosion during testing.